Manufacturer narrative:
Additional information provided in section d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cutting knife was came out from the pack and it has a blood stains on it due technician poking. The details of procedure and patient harm was not provided.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached customer photo confirms the reported issue of blade wrapped in a custom pak. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached customer photo confirms the blade poking through the tyvek. Because a sample was not returned and the blister side of the packaging can not be seen in the attached photos a root cause can not be determined; however, a manufacturing related root cause could not be ruled out. A non-conformance investigation has been initiated in order to determine the root cause for the blade through tyvek. All packages are 100% scanned by trained operators. Any non-conforming packages identified are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cutting knife was came out from the pack and it has a blood stains on it from poking technician. The details of procedure. The technician was recovered at this time.